Event description:
It was reported that patient complications occurred resulting in resuscitation. The patient presented with in-stent restenosis of the mid left anterior descending artery (lad) and was referred for percutaneous coronary intervention with intra-aortic balloon pump (iabp) support. The iabp was inserted successfully with no effects on the hemodynamics of the patient. A 1.50 rotapro was selected for preparation of the distal left main coronary artery (lmca) and proximal lad lesion. Further dilation of the previously placed mid lad stent and lmca was completed with 3.00 and 4.00 non-compliant (nc) balloons at 28 atm. A 4.00 x 32 mm synergy megatron was deployed in the proximal lad, overlapping with the previous stent, at 14 atm. A 5.0 x 24mm synergy megatron was deployed in the mid lmca and proximal lad, overlapping with previous stent, at 20 atm. Post-dilation was performed at 24 atm with the stent delivery system balloon. The patient experienced severe chest pain and hypotension. Angiography confirmed coronary perforation at the distal lmca/ostial lad junction. Code blue was called due to loss of output and cardiac arrest. Cardiopulmonary resuscitation (CPR) commenced and an adrenaline bolus was administered. The patient was then intubated. Point of care ultrasound (pocus) confirmed a large pericardial effusion. A total of 1070ml of frank blood was aspirated from the pericardial space and protamine was administered. Return of spontaneous circulation (rosc) was observed after the pericardiocentesis. A 4.00 mm nc balloon was inflated to tamponade the bleed. A 3.50 x 20 mm non-bsc stent was deployed across the site of perforation at 20 atm. Ongoing bleeding was noted. 4.00 mm and 5.00 mm nc balloons were then inflated at 18 atm, followed by placement of an additional non-bsc stent across the site of perforation at 20 atm. Final angiography demonstrated no further bleed and thrombolysis in myocardial infarction (timi) iii flow distally with no evidence of dissection. Per the operating physician, the perforation was related to the amount of calcium present and inflation of the stents at high pressure. The patient was stable after the procedure.

Event description:
It was reported that patient complications occurred resulting in resuscitation. The patient presented with in-stent restenosis of the mid left anterior descending artery (lad) and was referred for percutaneous coronary intervention with intra-aortic balloon pump (iabp) support. The iabp was inserted successfully with no effects on the hemodynamics of the patient. A 1.50 rotapro was selected for preparation of the distal left main coronary artery (lmca) and proximal lad lesion. Further dilation of the previously placed mid lad stent and lmca was completed with 3.00 and 4.00 non-compliant (nc) balloons at 28 atm. A 4.00 x 32 mm synergy megatron was deployed in the proximal lad, overlapping with the previous stent, at 14 atm. A 5.0 x 24mm synergy megatron was deployed in the mid lmca and proximal lad, overlapping with previous stent, at 20 atm. Post-dilation was performed at 24 atm with the stent delivery system balloon. The patient experienced severe chest pain and hypotension. Angiography confirmed coronary perforation at the distal lmca/ostial lad junction. Code blue was called due to loss of output and cardiac arrest. Cardiopulmonary resuscitation (CPR) commenced and an adrenaline bolus was administered. The patient was then intubated. Point of care ultrasound (pocus) confirmed a large pericardial effusion. A total of 1070ml of frank blood was aspirated from the pericardial space and protamine was administered. Return of spontaneous circulation (rosc) was observed after the pericardiocentesis. A 4.00 mm nc balloon was inflated to tamponade the bleed. A 3.50 x 20 mm non-bsc stent was deployed across the site of perforation at 20 atm. Ongoing bleeding was noted. 4.00 mm and 5.00 mm nc balloons were then inflated at 18 atm, followed by placement of an additional non-bsc stent across the site of perforation at 20 atm. Final angiography demonstrated no further bleed and thrombolysis in myocardial infarction (timi) iii flow distally with no evidence of dissection. Per the operating physician, the perforation was related to the amount of calcium present and inflation of the stents at high pressure. The patient was stable after the procedure.